Event description:
(B)(4) clinical study. Same case as MDR ID# 2134265-2013-00752. It was reported that post coronary stenting treatment procedure, patient death occurred. In (B)(6) 2012, the subject presented due to silent ischemia and was referred for cardiac catheterization which revealed a 100% stenosed, totally occluded, long de novo lesion located in the proximal left anterior descending artery (lad) extending to the mid lad. A pt graphix wire to the distal lad, however it would not cross the occlusion. The occlusion was successfully crossed with a non-bsc wire. The lesion was 30 mm long with a reference vessel diameter of 2.5 mm and was treated with pre-dilatation and the placement of two ion study stents (2.50 x 20mm and 2.75 x 16mm) with 0% residual stenosis. In addition, post deployment of stent . Post deployment of the 2.50 x 20mm ion stent, there was an occlusion of small diagonal branch. An attempt was made to rewire this diagonal branch which was unsuccessful due to very small vessel diameter. The following day, the subject was discharged on aspirin and prasugrel. In (B)(6) 2012, the subject died. The cause of death was probable acute myocardial infarction.

Manufacturer narrative:
Device is a combination product. (B)(6). Device evaluated by manufacturer: it is indicated that the device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).